Manufacturer narrative:
Article website: http://www.ncbi.nlm.nih.gov/pubmed/26488328. The device model and lot numbers were not reported. The cause of onyx penetration into the petrous branch via artery-to artery anastomosis was not provided. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Per instruction for use (IFU) onyx¿-34 les is recommended for embolizing higher flow and larger fistulous. Components.

Event description:
Medtronic received information from literature review that a patient experienced right facial palsy after onyx embolization. The patient presented with intractable right facial spasm due to neurovascular compression from the engorged draining vein of the davf the fistula was located in the right superior petrosal vein and the feeders embolized were right middle meningeal artery and right meningohypophyseal artery. This patient was also received coils as additional embolic materials. It was reported that the complete facial palsy was likely due to penetration of onyx into the petrous branch, which supplies the petrous segment of the facial nerve via artery-to-artery anastomosis. Six months post procedure, the mrasi, mr angiogram source image showed complete occlusion and the patient's clinical symptoms were mildly improved. In their study, the authors' goals was to compare the results of onyx embolization using a dual-lumen balloon with those using a non-balloon catheter for I-davfs. Twenty-nine patients underwent onyx embolization fori-davfs using a non-balloon (n = 14) or a dual-lumen balloon catheter (n = 15). Utilization of a dual-lumen balloon catheter for onyx embolization of I-davf seemed to significantly increase the immediate complete occlusion rate and decrease total procedural time, onyx injection time, and number of feeders requiring embolization. The authors concluded that utilization of a dual-lumen balloon catheter for onyx embolization of I-davf seemed to significantly increase the immediate complete occlusion rate and decrease total procedural time, onyx injection time, and number of feeders requiring embolization. Citation: kim jw1, kim bm, park ky, et al. Onyx embolization for isolated type dural arteriovenous fistula using a dual-lumen balloon catheter. Neurosurgery. (B)(6) 2015.